Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was aborted by moving patient to another room. Philips field service engineer (fse) visited onsite confirmed the reported malfunction. Fse confirmed no leds were illuminated in the cabinets. Fse confirmed that there was power coming to the system from the hospital mains and the ups was stuck. To resolve the problem, fse bypassed the ups. After repair, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply had failed, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.